Event description:
Pt's head was positioned in skull clmap when locking knob loosened. Pt's head slid downward, resulting in laceration on left side. Skull clamp was replaced with another unit, then shipped to MFR for detailed inspection.